Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose of 485 mg/dl, treated with manual injections. Customer feels ok, no symptoms. The drive support cap was normal. Customer removed set from body. An air bubble was noted in the tubing of previous set. Manual prime was performed on the device and insulin did exit. No leaks were noted. Settings were reviewed and were correct. The device passed high pressure test. Cannula was bent. No further information reported.